Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, approximately three years and ten months post implant, right ventricular lead had high, unstable threshold values. Consequently, a lead revision procedure was completed: lead capped and a capsurefix bipolar lead was implanted uneventfully. No patient complications have been reported as a result of this event.